Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a premature battery indicator. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the downloaded device data logs indicated that the internal hybrid layer capacitor (hlc) batteries had become completely depleted and that the device would not have been able to deliver defibrillation energy if needed.